Event description:
The patient reported an elevated blood glucose reading because she did not bolus before going to bed last night. She stated when she tried to give herself a correction bolus of insulin through her infusion device the device would not complete the bolus. To troubleshoot, the patient was instructed to attempt another bolus which she tried unsuccessfully to do. She was then instructed to try a standard bolus which went through without error. She was advised to switch to her backup infusion device. The patient called in a little later the same morning and reported she was reviewing her infusion service memory and her total daily insulin did not match what she should have received. She calculated her total daily insulin should be at least 17 units. To troubleshoot, the infusion device memory was checked and it showed a daily total of 6.1 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.